Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the tip was detached but not returned for analysis. Functional inspection showed that the catheter flushed normally when the imaging core was both fully retracted and fully advanced. Impedance testing revealed no issues, and image characterization testing showed a good square image on the ilab system.

Event description:
Reportable based on the device analysis completed on 24 feb 2025. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it did not show the image, and the lumen could not be visualized. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the tip was detached.